Manufacturer narrative:
The customer reported that the 3 way set was leaking, and returned one used sample of material mz9266, lot 25059083. In addition, an unknown concomitant mini extension set was attached as well. Upon initial visual examination, the set had no defects or abnormalities. The trifuse was infused with water from a 10 ml bd syringe, and the leakage was noticed from the maxzero and trifuse male luer connection. The connection was examined, and a crack in mz was found. The root cause for the crack in the maxzero was unable to be traced to a manufacturing process. The root cause us unknown. There is a potential root cause for excessive force applied to the component, this can be exacerbated by the use of alcohol wipes, which can cause a residue that makes the plastic harder to unscrew. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that noticed a small amount of wetness on linen under 3-way t-connector.